Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that patient is in the hospital for evaluation of weaning. The controller was exchanged due to the software update. Segments of the display did not work, so the message was not complete. Controller was replaced. No effect on the patient. No additional information provided.

Manufacturer narrative:
The reported event was confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed visual inspection due to a vertical segment of pixels on the display, which did not function. Replacing the liquid crystal display (lcd) module with a known "good" module restored full functionality of the controller's display. Additionally, the connectors for power port one and power port two were loose from the controller housing with displaced o-ring gaskets. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process. Lastly, the device failed functional testing due to an inability to communicate with a test bed monitor. Replacing an integrated chip responsible for communication between the controller and the monitor allowed log files to be downloaded from the controller to the monitor. The most likely root cause of the communication failure can be attributed to an electrostatic discharge event. Log file analysis revealed that this controller was successfully upgraded with the smr software, indicating that the controller was able to communicate to the monitor during the reported event. As a result, the electrostatic discharge event likely occurred after the upgrade, when the missing pixels were noticed. Both the loose connector finding and the controller's inability to communicate with a monitor is not related to the reported event. The most likely root cause of the display error can be attributed to a faulty lcd module. An internal investigation has been opened by the supplier to address loose connectors. An internal investigation has been opened by the supplier to address controller lcd related failure modes. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.